Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2017-00065. It was reported the patient's scs system was explanted on (B)(6) 2016 due to infection at the lead site. The patient was given oral antibiotics.